Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The up arrow is not responding. The blood glucose reading was 255 mg/dl. The customer was in the pool and is not sure if the insulin pump got wet. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response which is due to corroded keypad traces. It was noted that there was no display ramping on its own anomaly. There were no traces of moisture noted at electronic or motor assemblies per visual inspection. The unit was received with minor scratches on the lcd window, cracked case at display window corners, battery tube threads and a broken reservoir tube lip.